Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the pump had blank display, it was under delivering and had large air bubbles. The customer¿s blood glucose level was 269 mg/dl at the time of incident. The customer¿s current blood glucose level was 168 mg/dl. The customer reported that she had high blood glucose because she over ate. The insulin pump will not be returned for analysis.